Event description:
It was reported the pt did not have stimulation and was unable to communicate with external devices; the issue was confirmed with the sjm rep. An x-ray was performed, with no anomalies noted. In addition, redness and swelling were noted at the ipg pocket. A culture was not taken, but the pt was placed on antibiotics. It was reported the issues have resolved with the antibiotic therapy. F/u identified the physician replaced the ipg to address the communication issue.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. The individual affected device was removed from the lot. All other devices within the lot met acceptance criteria. Therefore the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.